Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, needles, the complete suture, posterior needle tip, anterior and posterior cuffs, and link material were not returned, which limited the scope of the investigation. There was no detected damage to the device handle, guide tube, guide, foot, or sheath. Blow through marks were present on the posterior foot, indicating that the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss, needle strike, or possible malfunction of the device. During testing, a proxy plunger/needle assembly was used to test for needle trajectory. The test was successful with both, the anterior and posterior needles entering their respective foot pocket, indicating proper needle trajectory. Based on the investigation findings, a possible cause for the reported cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment; however, none of the possible causes or the cuff miss could be confirmed. Every device is checked twice for proper needle trajectory during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The perclose proglide#1 (part 12673-05, lot 940116h) is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a proglide device. There was no adverse patient sequela reported. Though requested, no additional information was provided.